Event description:
It was reported that the patient assistant was unable to record symptoms. The patient assistant was getting the blinking blue lights but not the green light and tone. The implantable cardiac monitor (icm) could not be interrogated with the diagnostic mobile programmer application, and a lock symbol was observed on the device indicating battery attack mode, resulting in bluetooth lockout and inaccessibility via bluetooth. The last device transmission was on (B)(6) 2026, with no transmissions until (B)(6) 2026. The healthcare provider attempted interrogation with the diagnostic mobile programmer application and reviewed device transmissions in carelink. The symptom feature was programmed on in carelink, and the patient had 24 lifetime symptom episodes. The healthcare provider confirmed the implant location by visual inspection. The patient was instructed to recycle power on the relay monitor at home. The device began transmitting again as of 1/14/2026. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.